Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Per the complaint text, the customer notified abbott service of a broken cuvette. Service performed several troubleshooting procedures. Including replacement of the broken cuvetter which was considered the likely cause of the discrepant results. Review of the analyzer service history identified no contributing factors to the current complaint. A review of historical data for the cuvette on the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated potassium results while using the architect c16000 analyzer ict module. The following data was provided. The customer uses normal range 3.5 to 5.0 mmol/l. Sid (B)(6) initial 6.6 mmol/l, repeat 3.3 mmol/l; sid (B)(6) initial 6.7 mmol/l, repeat 3.7 mmol/l. Neither elevated value was reported to the physician, only repeat values were reported. The customer stated that they found a broken cuvette on the analyzer, however no exposure or injury were reported. No impact to patient management was reported.